Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the remote manager latch. A field service engineer shuted down the medstation and cleaned the micro switches on latch in order to resolve the issue. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system remote manager fails occasionally. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this incident.